Manufacturer narrative:
Concomitant medical products: item# 01.00214.148, lot# unknown, durom us acet cmpnt 48/42 h; item# 01.00181.420, lot# unknown, metasul ldhâ, head, 42, code h, taper 18/20; item# unknown, lot# unknown, unknown liner; item# unknown, lot# unknown, zimmer tm primary stem. The device has not be returned. Further, device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-rays image were provided and reviewed. The review did not lead to new information regarding the reported event. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation suggest that this case is related to the issues for which zimmer implemented a notification in (B)(6) 2008. No further investigation required as this issue is known and addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that underwent initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to osteolysis and elevated metal ions. Attempts to obtain additional information have been made; however, no more is available.